Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Bini, s.a., chen, y., khatod, m., & paxton, e.w. (2013). Does pre-coating total knee tibial implants affect the risk of aseptic revision? The bone & joint journal, 95(3), 367-370.

Event description:
A journal article reported one (1) patient within the non-pre-coating group who underwent revision for aseptic loosening.